Event description:
Additional information received reported that patient symptoms included increased tensing, twitching and increased irritability. The cause of the motor stall was pump malfunction. The pump was removed on (B)(6) 2014. It was reported that the patient was transitioned to oral baclofen therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was unknown if the stall recovered and device explant occurred. Diagnostic testing or troubleshooting had been performed however specifics were unknown to the reporter. Symptoms the patient experienced were unknown to the reporter. The patient¿s status at the time of report was listed as ¿alive ¿ no injury¿. The entire device system was returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies, corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing. Significant residue was found along with shaft wear on the lower shaft of gear 1. Some residue was also found on the jewel where the lower shaft of gear 1 inserts into the bottom bridge assembly. Corrosion was seen on gear wheel three as well. Residue in the pinion of the shaft of gear 2 was found. Analysis of the catheter found coring/tears/cuts in the seal of the sc connector, the catheter met leak criteria. A deep circular coring/tear could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical alarm occurred due to a motor stall. It was noted that the alarm was confirmed by telemetry and the stall was constant. It was reported that the patient¿s legs were twitching and tensing. It was noted that the patient was brought to the emergency room (ER) the night prior. It was reported that the motor stall occurred (B)(6) 2013, at 21:23. It was noted that a MRI was not performed per patient¿s family. It was reported that the pump was to be replaced. It was noted that the patient¿s pump was being used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.